Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump alarmed with a red screen during a morphine administration. The alarm was not able to be resolved. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: d10. One cadd solis vip pumps - 2120 was returned for analysis with the tamper seal missing and a damaged lens. The device was assessed using the power up process, visual and functional testing. The reported issue of a red screen with an alarm was not able to be duplicated. Error code 46515 refers to irq nesting. It's recommended that the board be replaced.